Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Central toxic keratitis has resolved and with new correction vision is back. Patient is using a contact lens to help with near vision.

Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Diffuse lamellar keratitis (dlk) turned into central toxic keratitis (ctk). Mild irregular component to astigmatism due to ctk. Follow ups will be conducted. The patient may need topography guided help in the future.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis was noted one day post lasik. The patient noted blurry vision. Topical steroid drop dosage was increased. A flap lift and rinse is scheduled for the patient.